Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited a cord cut. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g1, h2, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. The most probable cause was expected or random component failure without any design or manufacturing issue. In addition, the following reportable malfunctions were identified during the device evaluation: cable watertight defect, electrical contact corrosion, internal coupler pin rusted and image defect. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.